Event description:
It was reported that there was a power on reset observed on the remote monitoring transmission. It was also reported that the power on reset occurred on the same day that the patient was having unrelated radiology procedure. The diagnostics were cleared and new software was deleted. It was recommended that the reset message be cleared and new software be uploaded again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: 4092-52, (B)(6) 1999, implantable pacing lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device has not been returned. Performance data was collected from the device and revealed power on reset parameters.